Event description:
Pt had a ptca with normal deployment of an angio-seal device in the right common femoral artery. However, the pt developed abrupt closure of the coronary artery and returned to the lab for recatheterization through the left groin. During this procedure, the pt developed ventricular fibrillation and was cardioverted. Manual compression was applied to the left access site to achieve hemostasis. The pt was given reopro (dose unk.) Some time later the pt developed lower quadrant pain; a CT scan showed a retroperitoneal bleed with hematoma formation at the site of the angio-seal. Treatment of this event included discontinuation of reopro infusion, a fluid bolus, and mechanical compression. Follow-up on 9/97 confirms that the pt was discharged from the hosp, placed on multiple cardiac medications, and experienced no further problems associated with bleeding.